Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks (broken) on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Once the valve was removed the dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt but, the separation valve could be related to the resistance reported by the customer. A device history record was performed for the finished device 50000089 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab that the hemostatic valve was found dislodged inside the hub component. A microscopic analysis of the valve was performed and stress marks (broken) on the outer diameter were observed. The finding was confirmed on (B)(6) 2022. During the procedure, the medical team encountered resistance when trying to advance the dilator through the sheath. The sheath was exchanged and the procedure continued. No patient consequences were reported. Hemostatic valve separation is MDR-reportable. Resistance with sheath is not MDR-reportable.